Event description:
Laparoscopy-assisted digital gastrectomy: "this is the complaint from the market (our staff from the sales and marketing dept). "The customer noticed the cannula of the subject device, which was on the mayo table, had a breakage as its distal end after laparoscopy-assisted distal gastrectomy using the device. They found a part of broken pieces of the cannula distal end of the mayo table, but could not find the rest of them. The location the customer inserted the subject device was the xiphoid process. The devices used in combination were ctr03, cts02, olympus ltf-s190-5 and diamond-flex retractors. Aomori olympus have confirmed the following about the subject device: we received the cannula, a broken piece of the cannula distal end and the seal. Since the obturator was not sent to us, we could not decide whether the device was ctr03 of cts02. When we checked the broken piece, it had a crack. When we checked the inside of the seal, another broken piece of the cannula distal and was attached to the double duckbill. When we put the both broken pieces to the lost part of the cannula, they fit into it and the lost part was filled completely. When we checked the cannula distal end, there was a crack. When we observed the broken surface of the cannula distal end, it was uneven and became rougher toward the outside.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.